Manufacturer narrative:
Patient recently developed severe allergic reactions. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient rang the service request team requesting information about what materials the resolute onyx stent is made from. It is reported by the patient that they are suffering from heart block and palpitations since getting the stent in. The patient is working with an allergist.